Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The customer received this chair on (B)(6). They just took it out of the box today and noticed the upholstery was torn on the back rest.